Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a slightly perforated the capsule resulting in an anterior vitrectomy to be performed. The surgeon used a phacoemulsification tip, but was unsure if the tear occurred while using the tip during procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the phaco slightly perforated at the capsule; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).